Manufacturer narrative:
Additional information was received that the patient was experiencing stimulation in non-target area. X-ray was taken and confirmed lead migration. The patient underwent a revision procedure wherein the leads and anchor were replaced. No device malfunction was suspected. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device component(s) involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.